Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix was able to extend and retract. Analysis was otherwise normal and no anomalies were found.

Event description:
Additional information: it was reported that the patient presented to the one month post-revision check. Interrogation of the device revealed that there was no capture on the right atrial lead. An x-ray was performed which revealed that the lead had dislodged again. The lead was then explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a 2 week post-implant device check. The right atrial lead sensing had decreased, and the lead was unable to capture. It was discovered that the lead had dislodged, and the lead was repositioned on (B)(6) 2020. The patient was asymptomatic and in stable condition throughout.